Event description:
It was reported that hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6) 2023. On (B)(6) 2023, the patient experienced sensor error for 5 hours. The patient experienced a seizure and fell to the floor. The patient did not monitor finger stick bg during the sensor error before the injury. There was no bg taken at the time of the injury. The patient was provided juice and peanut butter by one of her children. The patient recovered after treatment. At the time of the report, the patient was fine but noted using a cane to walk due to an injury sustained from the fall. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and seizure.

Event description:
Subsequent to the initial MDR, a correction is required. It was reported that ?/hour glass/no readings/sensor error occurred. The sensor was inserted into the abdomen on (B)(6)2023. On (B)(6)2023, the patient had a seizure and fell to the floor. The patient did not monitor her fingerstick blood glucose (bg) during the sensor error preceding the injury, despite being aware of it. At the time of the seizure, the child checked the bg; however, the patient was unaware of the bg value but reported hypoglycemia. The patient was provided juice and peanut butter by one of her children. The patient recovered after treatment. At the time of the report, the patient was fine but noted using a cane to walk due to an injury sustained from the fall. There was no documentation of further medical evaluation or intervention. No product or data was provided for investigation. The allegation and probable cause could not be determined. No additional patient or event information is available.